Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, a thrombus was discovered in left ventricle (lv). Per echocardiography report, there is a small mobile echo density consistent with thrombus attached to the ventricular portion of the impella 5.5 and there is thrombus in the left atrial appendage. The doctor stated the lv thrombus measured 3 mm. The recent trans-esophageal echo (tee) made no mention of thrombus. Impella was repositioned. Systemic heparin infusion was turned off at 0700 on (B)(6) due to excessive output from mediastinal chest tubes. Impella was switched from bicarbonate purge to heparin purge. The patient will not be going back on systemic due to retroperitoneal (rp) bleeding and bleeding problems around inflow cannula of the extra corporeal membrane oxygenation circuit. The patient survived the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Upon review of data logs, it is apparent that the console is the potential cause of the issue and no problem was found with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem b5 updated with additional information. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-25335.

Event description:
Additional information indicated that, during patient support, the pump lost its placement signal overnight. Audio alarms had been silenced.

Manufacturer narrative:
D.6b explant date was added. The investigation of vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. The cause of the vascular damage issue was not determined since the product was not returned and sufficient clinical information was not provided. The relation between mediastinal and impella was unknown. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ h.6 thrmobus code was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25335 and was added. H.10 revised instructions for use since the initial manufacturer device report number 1220648-2025-25335 was submitted to reflect thrombus.